Manufacturer narrative:
(B)(4).

Event description:
It was reported that the event involved and (B)(6) male patient that expired during intra-aortic balloon pump (iabp) therapy. While in the cath lab the doctor inserted an iab-0684o-u through the sheath via left femoral artery without issue. After the correct positioning of the intra-aortic balloon (iab) and during stabilization of the sheath, we observed hemorrhagic leakage due to rupture of the distal part of the sheath. As a result, the issue was resolved by inserting another iab and 8 fr. Sheath in the same insertion site. There was a 5 to 10 minute delay or interruption that caused harm to the patient. There were no pump strips generated or an x-ray for review. It was noted that iabp used was an autocat2wave, s/n (B)(4). Additional information received on 02/10/2015 clarified that the event occurred at the end of the procedure when the hemorrhagic leakage was observed from the distal part of the 8f arterial sheath. The iab was fine. The md stated the device did not cause or contribute to the patient's death.

Manufacturer narrative:
Evaluation: returned for evaluation was a 40cc 7.5fr iab. A box label from the original packaging was returned with the catheter. The teflon sheath was also returned with the device for evaluation. The bladder was fully unwrapped and no blood was noted on or within the device. A kink was noted approximately 18.0cm from the distal tip of the catheter. The proximal end of the teflon sheath was returned detached from the teflon sheath hub. Engineering has been notified of the event. The inner diameter of the returned teflon sheath was measured and met specifications. The iab was submerged in water and leak tested. The iab passed leak test. No holes or leaks were detected in the bladder membrane, catheter body, or bifurcate. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve and it held for at least 1 minute and then 30 seconds five separate times. A 0.025in guidewire was front loaded through the luer end of the iab. Resistance was encountered approximately 62.0cm from the luer end at the previously noted kink. The guidewire was not able to advance. The guidewire was back loaded through the tab distal tip. Resistance was encountered approximately 18.0cm from the distal tip. The guidewire was not able to advance. No blood or debris exited with the guidewire. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of the sheath leaking is confirmed by visual inspection of the device. The proximal end of the sheath was returned separated from the sheath hub which likely allowed the sheath to leak. The root cause of the separation is undetermined. Engineering has been notified of the event. This complaint type will be monitored for any developing trends.

Manufacturer narrative:
(B)(4). Corrected data: corrected to adverse event and checked serious. This change is due to the statement made in initial report: "5 to 10 minute delay or interruption that caused harm to the patient."